Event description:
Customer upgraded to a new version of software and one patient's cholesterol result of 191 mg/dl was sent to the host as a creatinine result. No results for cholesterol were sent to the host. No erroneous results were reported. If add'l info is received, appropriate notification will be provided.